Manufacturer narrative:
Based on provided pictures the guiding tube came out of the base. The guiding tube is fixed by adhesive in the base of the shuttle. This adhesive bonding is defect. Further investigation for the root cause is ongoing. The defect shuttle was replaced.

Event description:
The customer reported, the shuttle was raised (height adjustment up) when the guiding tube (which covers the hydraulic cylinder of the height adjustment) came out of the base. In this condition the shuttle is no longer stable. No patient was involved in the event and no injury was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
The customer reported, the shuttle was raised (height adjustment up) when the guiding tube (which covers the hydraulic cylinder of the height adjustment) came out of the base. In this condition the shuttle is no longer stable. No patient was involved in the event and no injury was reported. This report was filed in our complaint handling system as complaint # c-(B)(4).

Manufacturer narrative:
The defect shuttle was replaced at the customer location for further investigation at trumpf medical. It was found that the guiding tube came out of the shuttle base which resulted in a no longer stable device. The guiding tube is fixed by adhesive in the base of the shuttle. This adhesive bonding was defect. A further investigation found that the adhesive bonding was not according to the specification. The glued surface was reduced by 30 % in relation to the specification. The root cause for the reduced adhesive bonding was not confirmed for 100% but may caused by a not correct cleaned surface. Even if the glued surface is reduced by 30% it could not be defined how the tube was pulled out of the shuttle base. In the intended use of the device there is only compressive force (guiding tube pressed into shuttle base). To pull the guided tube out the base a tension force is necessary. The guided tube consists of two parts with a sliding bearing to allow the height adjustment of the shuttle. It could not be retraced how a tension force will occur to pull the lower part of the guided tube out of the base. A correct glued tube will need a tension force of approximately five tons. If the glued surface is reduced by 30% it is expected that approximately three tons are needed to pull the tube out. From the initial report of the customer "the shuttle was raised (height adjustment up) when the guiding tube came out of the base." It is not imaginable that this can lead to a tensile force to pull the tube out of the base. There must have been any other impact/ tensile force which damaged the adhesive bonding. However, it could have not been established during the investigation. No systematic issue was determined during the investigation. The job instruction was reviewed and is adequate, all necessary steps are included to ensure a correct adhesive bonding. The defect shuttle was replaced at the customer location. A checkpoint will be included in the production process that the adhesive bonding was done according the job instruction. The employees which are involved in the manufacturing process were trained again on the job instruction and informed of the failure which occurred.